Event description:
The patient was not getting the pain relief that she had thought she would get with the pump. Over the past 3 months, there had been a volume discrepancy with the pump; a "1.5 mg discrepancy". Additional information has been requested. A follow-up report will be sent, if additional information becomes available.

Manufacturer narrative:
(B)(4).